Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the balloon popped, not smooth, and has a slit in the balloon area. There was no injury reported to the patient involved.

Manufacturer narrative:
Please disregard this report number (1282497-2020-08964). After reviewing additional information received from the initial reporter, it was determined that the catheter ruptured with a clean tear and no fragmented piece was left inside the patient.